Manufacturer narrative:
Product ID 309328, lot# b0414493k, implanted: 2006-(B)(6), product type lead product ID 30951036, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had a wound infection that was not clinically proven. The patient was given flucloxacillin. It was noted that this resolved.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2004, product type: lead. Product ID: 309510, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.